Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the pump¿s black box revealed a short battery and sudden voltage drops. The battery compartment and cap were undamaged and able to fit securely. The pump alarms with a cs 177 low battery warning upon confirming the verification screen. All current readings were within specification. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board or to the continuous glucose monitor. Inspection found contamination on the battery canister.